Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a competitor technical services consultant that this patient's competitor device and this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, which had been gradually increasing. The competitor technical services consultant noted that they had noted this pattern with this series of boston scientific leads. Boston scientific technical services (ts) discussed that this slow rise in shock impedance measurements could be indicative of calcification and troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.